Event description:
It was reported that a homecare pt experienced minor distress and bleeding with use of one (1) size 4 cfs, cuffless tracheostomy tube. The problems were reportedly caused as a result of some type of flange neckplace fit and placement irregularity, as well as some type of rough/uneven material surfaces on the involved device. Limited info has been provided regarding the device, the pt and the event. It is unknown how long the device was in use or what type of device care and maintenance was performed. The involved device was returned to the MFR on 04/20/1999 for decontamination, analysis and investigation.